Manufacturer narrative:
At the time of this report there was no information available as to the circumstances that lead to the ring being left in the eye. The retinal surgeon initially reported the situation and had no relevant information regarding the actual incident. The ring was sucessfully removed from the patient's eye and the patient was doing well one week post-op.

Event description:
During cataract surgery the malyugin ring was left in the eye. A second surgery was required by a retinal surgeon to remove the ring from the eye. The ring was removed without impact to the patient.